Manufacturer narrative:
The tip cover accessory and monopolar curved scissors instrument have not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument or accessory are returned for evaluation, a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci s gynecological procedure, an arc was observed coming from the tip of the monopolar curved scissors (mcs) tip cover accessory, which was installed on the mcs instrument. A small hole was observed in the pt's aorta and was repaired by suture. The planned surgical procedure was completed with no add'l pt harm, adverse outcome or injury.